Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient¿s cgm reading was 171 mg/dl, and no bg reading was documented. The patient lost consciousness and her husband called the emergency number. A fingerstick measurement was taken by the husband and the bg reading was 41 mg/dl and the cgm reading was 131 mg/dl. The patient¿s husband treated the patient with glucose tablets and with an inhaler (nasal glucagon). At an unspecified time, the paramedics arrived and took a bg reading which was 81 mg/dl and no cgm reading was documented. The sensor was removed, and patient was transported to the hospital for monitoring. At the hospital, the patient was treated with long-acting insulin (diabetes management); and a computed tomography scan was performed and no indication for stroke was observed. The patient was at the hospital overnight, and released the next day, 07/31/2024. At the time of the report the patient was conscious and coherent. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.